Manufacturer narrative:
Additional information has been requested from the representative. No further information concerning this report is available at this time. The investigation will de updated should further information be provided.

Event description:
It was reported that the right ventricle (rv) lead was explanted and replaced 4 days after implant due to product performance issues, no additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to include product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.